Event description:
The user facility reports during a total knee procedure, the power module for trauma recon system stopped working. Reportedly, the device would not charge and would not light up. It was also reported procedure was delayed approximately 10 to 15 minutes while a spare device was retrieved. The spare device was used to complete the procedure with no further problem. No harm to the patient was reported. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Manufacturer narrative:
Investigation coordinated by (B)(4). The customer's complaint that the device was not working properly was confirmed via a functional assessment which determined that the battery would not hold a charge. It was reported that this is due to normal battery wear over time.